Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator was post paced t-wave oversensing. No programming changes were completed. Patient symptoms and conditions were unknown.